Manufacturer narrative:
Result of investigation: unable to duplicate reported problem. Service technician was unable to duplicate reported problem "not delivering enough peep/pressure." All testing was performed with known good ac adapter connected. Vent passed 17 hours extended tests at customer setting with no unusual alarms or conditions occurring. During bench testing vent passed troubleshooting final test which includes many alarm and ventilation functions, including peep & pressure. During visual inspection found no abnormalities. Process vent through service to meet factory specification.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator was not delivering enough positive end-expiratory pressure (peep) to the patient. Furthermore, the patient was bagged and there was no patient harm associated with the event.